Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the remaining longevity estimate for this pacemaker had decreased, from 12 years in february to 9.5 years currently. Device data was submitted to technical services to determine the cause for the battery depletion. Upon review, elevated power consumption was observed, caused by the patient's onset of atrial fibrillation (af). An atrial tachy response (atr) episode had been in progress since march which results in a high rate of atrial sensing. To preserve the battery, programming the device to a non-atrial sensing mode such as vvi(r) and disabling ra sensing should be considered. No adverse patient effects were reported. The device remains implanted and in service.